Manufacturer narrative:
Follow-up received on 17-may-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2016 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 1050 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment this spontaneous non-medically confirmed case report was received from a consumer via regulatory authority. The female consumer had essure (fallopian tube occlusion insert) inserted and since then started experiencing chronic pelvic pain and bleedings (interpreted as genital bleeding). These events are listed in the reference safety information for essure. After essure insertion, pelvic pain and genital bleeding may occur. Given the nature of the events chronic pelvic pain and bleedings, positive temporal relationship and the lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. Although no death or serious injury was mentioned in this case, it was regarded as incident in line with health authority's assessment. The product technical complaint results were received and the outcome of the investigation resulted in an unconfirmed quality defect. No further information is expected.

Event description:
This is a spontaneous case report received from a (B)(6) female consumer via regulatory authority (case# (B)(4)) in (B)(6) on 04-apr-2016 who had essure (fallopian tube occlusion insert) inserted in 2011, for definitive contraception. Since insertion (in 2011) consumer started experiencing chronic pelvic pain, chronic headache, bleedings, hair loss, nausea and dizziness. The current health state of the consumer was reported as worsening. She had gone to emergency services. Essure was not removed. All events were considered related to essure by the consumer. Company causality comment: this spontaneous non-medically confirmed case report was received from a consumer via regulatory authority. The female consumer had essure (fallopian tube occlusion insert) inserted and since then started experiencing chronic pelvic pain and bleedings (interpreted as genital bleeding). These events are listed in the reference safety information for essure. After essure insertion, pelvic pain and genital bleeding may occur. Given the nature of the events chronic pelvic pain and bleedings, positive temporal relationship and the lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. Although no death or serious injury was mentioned in this case, it was regarded as incident in line with health authority's assessment. A product technical analysis is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.